Event description:
It was reported that during an ipg replacement ( related manufacturer reference number: 3006705815-2022-15998), it was discovered the penta lead was fractured. As a result, the physician was able to program with the other lead to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.